Event description:
Had hip replaced with depuy summit left (B)(6) 2011. Had right hip replaced with depuy summit (B)(6) 2011. Experiencing severe pain in both hip and groin area under any kind of stress to area.